Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the deployment system of the delivery system appeared to be broken. It was further reported that the leadless ipg tines were self-deploying out of the cone without the physician manipulating the delivery system. The leadless ipg system was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: micra, model #: mc1vr01-delsys, expiration date: 28-nov-2022, serial#: (B)(4), UDI #: (B)(4). Available for evaluation: no. Dev rtn to MFR? No. Mfg date: 09-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.